Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 75% stenotic lesion in the mid left anterior descending (lad) coronary artery. A terumo 6f introducer sheath, a bmw guidewire, and a terumo heartrail guide catheter were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.